Event description:
Complainant alleged that while attempting to treat a pt, the device would intermittently not power up. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device has been received and a f/u report will be submitted when our investigation is completed.